Manufacturer narrative:
Visual inspection of the returned foot control assembly found that the strain relief was broken and cut in the cable. The returned device was tested using a known good compatible controller and wand which was found to have an intermittent failure with the ablate and set point switch functionality. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors which can lead to intermittent failure include: (1) damage sustained to the foot control assembly cable which could have been caused by running over with another portable object/machine or (2) normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the cable which could have partially broken one or more signal wires causing non-functionality/intermittent failure of the unit. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the footswitch would not activate at the beginning of the case. The procedure was completed using a competitive device (conmed bovie) after a delay of 2-3 minutes to setup the replacement equipment. No patient injury or other complications were reported.